Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer's mother stated that when the customer goes to bolus, the screen blanks out and goes dark. Customer has to keep hitting the esc button until it responds again. Changing the battery also did not help. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened up and down arrow button dome switches. No unexpected blank screen was noted. The insulin pump had minor scratches on the display window, a cracked belt clip slot and a cracked reservoir tube lip.